Event description:
Baxter received a report from the prescription buyer involving an automix 3+3 compounder. According to the facility, they found that this compounder had a frayed umb (umbilical) cable. The unit is being swapped. There was no patient involvement and therefore, no medical intervention or adverse event. No further information was available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "frayed wires on the umb (umbilical) cable" was confirmed. The root cause was due to physical damage to the umbilical cable. The umbilical cable was replaced to resolve the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.